Event description:
A physician reported that following a cataract extraction with an intraocular lens (iol) implant procedure, the patient had edema, inflammation and conjunctivitis chemosis which led to decreased vision postoperatively. Additional information was requested, but further no information was available.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating lens had to be replaced because of vision issues and caused severe headaches ever since surgery. Additional information has been received and stated that decrease in the distance vision and insufficient vision after uneventful cataract surgery

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).